Manufacturer narrative:
The pump has been received for eval but the eval has not yet begun. Once the eval is completed, a follow-up report will be filed.

Event description:
The facility's biomed reported the pump failed to alarm for air during clinical use. Despite baxter's efforts to obtain additional info regarding the date the report occurrred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, and medical intervention, no further info was available. No pt injury resulted and there is no adverse outcome associated with this report. An alternate contact was identified for additional info but no contact has been made with that individual to date.